Manufacturer narrative:
Philips service replaced the computer and hard disk spare part, restored the backup, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that main pc startup failure; application software stuck on philips screen on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.